Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device indicating a battery charger fault. There was no pt injury reported as a result of this incident. MFR - 3004604967-2014-00054.